Event description:
It was reported that: "when inserting a balloon into a 5f guideliner the balloon does not pass through. Removal of the guideliner reveals that it is defective and appears to be torn. Immediate action taken: replacement of the guideliner. There was no impact to the patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when inserting a balloon into a 5f guideliner the balloon does not pass through. Removal of the guideliner reveals that it is defective and appears to be torn. Immediate action taken: replacement of the guideliner. There was no impact to the patient."

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that: "when inserting a balloon into a 5f guideliner the balloon does not pass through. Removal of the guideliner reveals that it is defective and appears to be torn. Immediate action taken: replacement of the guideliner. There was no impact to the patient."

Manufacturer narrative:
(B)(4). The customer returned one guideliner catheter for investigation. Signs of use in the form of blood particulates were observed on the device. Visual inspection did not reveal any damage or defects on the device except a minor kink at the halfpipe. Functional testing was performed by putting a lab inventory wire guide succesfully through the guideliner. A lab inventory balloon cathter was inserted into the guideliner and successfuly passed through. A device history record review was performed, and no relevant findings were identified. The customer report of guideliner damage was not able to be confirmed through testing of the returned device. Visual inspection revealed no damage to the tip of the device. There was a minor kink at the halfpipe but its unclear if that occurred during the procedure, packing, or shipping. Functional testing was performed where both a guidewire and balloon catheter were able to be advanced through the guideliner. A device history record review was performed, and no relevant findings were identified. Based on the sample received and the customer report, no product failure was observed. Teleflex will continue to monitor and trend for reports of this nature.